Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6- medical device ¿ problem code -correct from 1069 to 2981. The device was returned to the factory for evaluation on 02/16/2023. An investigation was conducted on 02/27/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the heater wire or the clear silicone insulation on both the cold and hot jaws. The shaft of the harvesting device was observed to be bent closest to the base of the jaws. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent shaft" " was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000284249 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutter shaft immediately under the jaws broke upon entry into harvesting cannula. Nothing fell into the patient, the instrument broke before it was inserted into the patient. Opened a new evh kit to complete the case. There was no procedural delay. No harm to patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.